Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.